Manufacturer narrative:
Additional information was received, that there was no patient involved.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed. The device alarmed error code 45520 in red screen during power up. The error code 45520 indicated a problem with keyboard_dose_key_shorted. The device was opened and tested with a good known keypad, it was found that the keypad was inoperable and was the root cause of the issue. Therefore, the keypad will be replaced to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 45520. No adverse effects were reported.